Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
During initial implant, it was reported by the physician that the stylet would not fit into the lead all the way. Implant of the lead was otherwise normal. A post-operative chest film revealed that, despite this being a j-shaped lead, the lead appeared "totally vertical," meaning that there was no notabled j-curve to the lead. This lead has been explanted. On (B)(6) 2010 - additional information was provided. When this lead was explanted, the end of the lead went back into the j-shape. A pull-back of the lead is suspected.